Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported "any creases." Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : h.3., h.6. Device evaluation: visual analysis of the returned device identified a deformation, red particles in the surface of the shell, cloudy in the shell and weight to the spec. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. (B)(4).

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported "any creases." Device has been explanted.